Event description:
It was reported that the graduation markings of the syringe rubbed off.

Manufacturer narrative:
It was reported that the graduation markings of the syringe rubbed off. According to the reporting facility, this occurred during a staff training and that the graduation markings were found to rub off after staff used hand sanitizer prior to handling the device. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation. The reported problem/issue was unable to be reproduced or confirmed through sample testing. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.